Event description:
It was reported that a patient presented remotely on (B)(6) 2022 with episodes of non-sustained right ventricular oversensing due to oversensing of myopotentials. Programming changes were recommended, but no intervention was reported. There were no patient consequences.